Event description:
This device was implanted on (B)(6) 2018 and was explanted on (B)(6) 2018 due to infection. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).